Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the failure. The unit passed all functional and safety tests.

Manufacturer narrative:
Updated fields: a2, a3a, a4, b4, d8, d9, e1 event site telephone, initial reporter, e2, e3, g3, g6, h2, h3, h4, h11.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed "pipeline restriction" the hospital adjusted the pipeline and it returned to normal. No personal injury occurred.